Event description:
Reference MDR #1219856-2010-00557 for the first event involving same patient. It was reported that in the cath lab during intra-aortic balloon (iab) insertion via left femoral artery, they connected the one-way valve tight enough to create a vacuum and the syringe broke after pulling the vacuum. They used a predilator and activated the hydro coating. The iab was rotated clockwise, but the catheter was stuck in the sheath. There was a delay in therapy and the decision was made by the physician not to try another attempt; patient was treated with medication. There was no reported patient death or injuries. There was no medical/surgical intervention. The patient outcome was listed as "ok" with no documented complications. Additional information received on 8/11/2010 from sales representative stated that the syringe broke. They continued to use the same catheter and the physician is not sure the balloon unraveled, but assumed that the iab was stuck in sheath because of the unraveled balloon.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.